Event description:
The nurse reported the physician was removing the 110-4hm from the pt and the white rubbery part of the catheter broke. The physician loosened the bolt in the pt's head and on removal of the catheter and fiberoptic, approximately 3/16 of an inch of the white ventricular catheter remained in the pt's head. An attempt was made by the physician to remove the broken catheter with hemostats but was unsuccessful. The broken piece was sutured to the pt's skin. The physician will remove in the operating room at some point. There was no change to the pt's condition or status. No pt injury reported but intervention was required. The break on the catheter appeared to be a clean cut with an exception of a small area. It is unknown if the broken catheter will be returned for eval.